Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary half height drawer would not open all the way until pulled and was hard to push back in. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half-height drawer had not been opening fully. A field service engineer (fse) found enhanced the half height drawer auxiliary 6 and found that the rail was damaged. The frame and cage were misaligned, which prevented the drawer from opening fully and required it to be forced open. The frame was misaligned, and the slide members were not on track. The fse tested the station in diagnostics, and the customer tested the station in the medical application. The system functioned as intended after the field service engineer repaired the device.